Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she has been receiving no delivery alarms. Customer stated she went through 5 infusion sets and alarms are recurring and when attaching the same set to her older insulin pump she did not receive the alarm. Customer did not feel comfortable wearing the device and reverted to wearing her older insulin pump. She declined to troubleshoot and requested a replacement. Blood glucose value was 142 mg/dl nothing further reported.